Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three devices were broken. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the obturator, trocar balloon, lock collar and valve seal appeared intact. The insufflation bulb was received. The inflation syringe was not received. The dissector balloon was received. Pmv performed functional testing; the trocar balloon was inflated; no leaks were detected. The dissector balloon was inflated, a leak was detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of hole in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as int ended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, three balloons broke as soon as they started inflating it. The surgeon had to go intra-abdominal to complete the case.